Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): outer insulation was breached cut and the distal conductor was distorted.

Event description:
It was reported that during the implant procedure the physician noted that the lead came out of the box with a fracture in the insulation and was further damaged during the procedure. The device was not implanted. No patient complications have been reported as a result of this event.